Event description:
The customer reported that the image was flickering during preparation for use, involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.